Event description:
Lead positioned in right ventricle. Obtained excellent sensing numbers, but unable to pace with these numbers. Repositioning with same problem. Pt developed chest pain during repositioning of lead. Lead removed.